Manufacturer narrative:
During service at the manufacturer, the service technician was able to duplicate the reported hole in hose symptom, attributable to the damaged hose observed during the device inspection.

Event description:
It was reported that during testing at the user facility, the device was determined to have a hole in the hose which passes air and lubricant. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.